Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not reproduce the reported event. No electrical anomalies were observed. The upper and lower cases and one side bail cover were found to be broken. The battery flex was contaminated, and the battery contacts were compressed.